Manufacturer narrative:
(B)(4). The investigation of the returned pull magnet has been completed. Its function is to open and close the safety valve, which is part of the inspiratory section. The field service engineer was on site and identified the pull magnet as the cause for the failed safety valve test. After replacing it, the ventilator passed all unit and functional tests. Our investigation shows that the root cause was dried blood/fluid on the pull magnet. The fluid got into the housing, which caused the plunger to get stuck, leading to the failure of safety valve. If the safety valve fails it can lead to stop of ventilation or too high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the safety valve sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).